Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 3/22/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported pain, popping, grinding, clicking, inability to walk, elevated ions, and emotional distress. Medical records reported a leg length discrepancy with right leg longer than left. Lab results reported metal ion levels less than 7 parts per billion. There was no report of revision or revision surgical note within the medical records reviewed at this time. Part/lot updated. The complaint was updated on: apr 12, 2016.

Manufacturer narrative:
Conclusion and justification status for MDR: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot codes were not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. See report for any product information received. This complaint is the subject of litigation or a legal claim and complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege that after the surgery, friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused large amounts of toxic cobalt-chromium metal ions and particles to be released into the aptient's blood and tissue and bone surrounding the implant. As a result, the pt has been experiencing severe pain and discomfort and inflammation in and around the implant.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear, metallosis, and elevated metal ions.